Manufacturer narrative:
Covidien received the ht70 plus ventilator for evaluation and repair. Covidien engineers evaluated the device and were unable to duplicate the reported malfunction. The unit passed all tests and calibrations and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during use in a (B)(6) male patient, the ht70 plus ventilator screen went blank. The ventilator generated an audible alarm with an error message "user interface failure, contact service rep." The patient was ambu bagged and transferred to another ventilator. There was no reported patient injury.